Event description:
An open surgery on the thoracic and lumbar spine for spinal cord and foraminal stenosis and deformity correction with planned posterior fusion of vertebrae t11-s2, with intended placement of 17-18 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d navigation sw 2.0. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the (left) iliac crest using the 2-pin fixator with schanz pins. Acquired a scan using an intra-operative CT with automatic image registration of the current patient anatomy to the navigation, and verified and accepted the accuracy of the registration to proceed. Performed tissue cleanup and improved exposure of t11 for pedicle trajectory (including removing some of the facet). Calibrated the brainlab drill guide, a non-brainlab tap, and two non-brainlab screwdrivers to the navigation, and accepted the accuracy of the calibrations to proceed . Starting at right t11, used the navigated pointer to find the ideal screw trajectory, used a non-navigated burr to create the starting point at the pedicle, used the navigated drill guide to align the drill to the intended trajectory, drilled a path into the pedicle, and used the navigated screwdriver to place a pedicle screw down the prepared path (the navigated tap was additionally used on some levels but not all) started this same surgical workflow at left t11, but felt a lateral breach after drilling with the navigated drill guide at left t11, despite the display of the instrument on navigation showed it in the intended trajectory, and did not place a screw. Placed a pedicle screw at right t12 using the same navigated workflow used for right t11. Started the surgical workflow at left t12, but again felt a lateral breach after drilling with the navigated drill guide at left t12, and did not place a screw. Verified the accuracy of the display of navigation on the spinous process and determined a lateral deviation in the display of the pointer to the patient's left (amount not specified by surgeon). Repositioned the navigation reference array higher on the schanz pins to avoid contact with the surrounding tissue . Acquired another intraoperative CT scan with automatic image registration and verified and accepted the accuracy of the registration to proceed. Determined from the CT that the right t11 and t12 screws were misplaced medially (amount not specified by the surgeon, but measured by brainlab on the provided CT scan as approximately 4mm), and removed these two screws. Continued using the same navigated workflow as before to place all of the intended screws: bilateral t11 - s1 and unilateral s2ai . Acquired a confirmation CT scan that showed all screws were placed correctly as intended. Additionally used the aid of navigation to place an iliac bolt with kickstand for deformity, verified correct placement with another intraoperative CT, and completed the surgery as planned. According to the surgeon: the misplacement of the two screws was detected during the surgery, and the screws were replaced to their correct intended positions during the very same surgery. The outcome of the surgery was successful as intended; all screws were correctly placed at the end of the surgery. Despite there was an increased risk of harm to a critical structure since the misplaced screws were in the canal, there was no change in neuromonitoring and there was no actual harm or negative effect for the patient due to the misplaced screws, neither due to the prolonged anesthesia of 15-20 minutes. There were no further medical/surgical remedial actions necessary, planned, or done for this patient. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since instrument paths and screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the misplacement of the two screws was detected during the surgery, and the screws were replaced to their correct intended positions during the very same surgery. The outcome of the surgery was successful as intended; all screws were correctly placed at the end of the surgery. Despite there was an increased risk of harm to a critical structure since the misplaced screws were in the canal, there was no change in neuromonitoring and there was no actual harm or negative effect for the patient due to the misplaced screws, neither due to the prolonged anesthesia of 15-20 minutes. There were no further medical/surgical remedial actions necessary, planned, or done for this patient. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of lateral breaches of left t11 and left t12 vertebrae along with right t11 and right t12 pedicle screws deviating medially by ca. 4 mm and breaching the canal with the aid of navigation is: a relative movement of the anatomy in between the vertebra operated upon (t11-t12) and the anatomy on which the reference was attached (left iliac crest), due to the forces applied to the bone during the surgery. After the first registration was completed and accepted, the surgeon decided to perform additional tissue work around t11, where the inaccuracy occurred, and to manipulate the retractors. It is also mentioned that the surgeon removed parts of the facet. Performing tissue work after registration increases the likelihood of relative movements. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixed to or operating across multiple vertebrae without remounting the patient reference and reregistering can result in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. An anatomical movement is visible in between the intra-operative CT scans at this surgery. A potential contributing factor (to a lesser extent) was: a temporary movement of the patient reference array due to inadvertent forces applied, from manipulation of the retractors and surrounding tissue which were in physical contact with the patient reference, after patient registration was performed. Several reference array movements were detected by the software and were recorded in tracking data, which also indicate its occurrence during the surgery. Temporary movement of the reference array disrupts the coordinate system established during patient registration and causes a deviation between the registered pre-surgery image on which navigated instruments are tracked and the actual patient anatomy. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification after the registration scan was performed, throughout the procedure, and using the navigated drill guide to prepare paths in the pedicles for the screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.